Event description:
The customer reported the collimator did not work and a loss of live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an oniste investigation. The collimator was replaced. The system was then found to be operating as intended.